Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow and down arrow keypad buttons have become intermittently unresponsive and difficult to press. She noted that the buttons do not click and spring back as expected. The patient denied physical damage to the keypad; denied exposing the pump to moisture and cleaning products; and stated that she wears the pump in a sock pinned to her clothing, or in her bra.